Event description:
Pt admitted on 2/23/94 for atherosclerosis lower extremity. To radiology for "balloon angioplasty and/or stent deployment iliac (bilateral) and left femoral artery." The left femoral artery was dilated with a balloon stent. During the procedure the balloon ruptured, the stent was partially deployed. The catheter was removed and the distal end of the balloon and stent were left in the artery. Another balloon catheter was passed. The stent was deployed compressing the balloon and partially deployed stent against the wall of the artery.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.